Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited pump is not functional". No patients were involved. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported problem was able to be verified. The pump was not functional because it had no software installed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.